Manufacturer narrative:
Upon further review this complaint was reassessed and confirmed that, this event does not meet criteria for reporting as a reportable malfunction as the system failed with error code three two two four was displayed in the unknown eye before surgery with no patient harm. No further regulatory reports required. The manufacturer internal reference number is: (B)(4).

Event description:
A non-healthcare professional reported that system failed and displayed with error code three two two four in the patient's unknown eye during cataract surgery.

Manufacturer narrative:
H.3., h.6.: investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).